Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage (hv) cable was evaluated and replaced. A full generator and filament calibration was performed as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was lost when the system was rotated to the lateral position. This issue will effectively eliminate the ability to view a real time image. No pt death or serious injury was reported related to this event.